Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of black particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer received information alleging an issue related to a dream station auto CPAP device's sound abatement foam. The patient has alleged visualization of black particles. The device was returned to the manufacturer's service centre for further evaluation. During the evaluation of the device at the manufacturer service centre. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and unit passed final test. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Device serviced by 3rdp device avail. For eval (rfb), device available for eval? Date returned to mfg, device eval. By mfg (rfb), device evaluated by mfg evaluation method code, evaluation results code, component code and conclusion code grid has been updated.